Event description:
A physician reported in a clinical study that during the study patient never complained of halos, however after the trial was completed noted that the patient had experienced halos in the left eye. The lens was then exchanged in a secondary procedure without any complication. There are two medical device reports associated with this patient. This report is for the left eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).